Manufacturer narrative:
Upon further review, ¿other¿ was removed from outcome attributed to adverse event and ¿life threatening¿ was added.

Event description:
Information was received from a patient who was implanted with a neurostimulator for spinal pain. It was reported that when the patient was implanted with the scs device, the patient was in cardiac arrest on (B)(6) 2015. The surgeon who implanted the system did not know what to do so they stopped the procedure and put a bandage on the patient. The patient reported that the device was explanted on (B)(6) 2015.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.